Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a sub-annular rupture occurred upon release from the delivery catheter system (dcs). Subsequently, the patient crashed. Numerous resuscitation attempts were performed and the patient was converted to open heart surgery to control the bleeding. The bleeding could not be controlled, and consequently the patient had low volume (hypovolemia). The patient had then reached a point where they would not have neurologically recovered from the event. It was observed that the dissection originated in the left ventricular outflow tract (lvot) and spread, and that the patient had very thin tissue which was a potential reason for the sub-annular rupture. It was reported that the product functioned appropriately and did not malfunction, and therefore it was believed to potentially be an anatomy issue (very thin tissue) that lead to the adverse event. The patient expired.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received confirming that according to the physician, the valve did not contribute to the death.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the primary adverse event of annular rupture led to bleeding, cardiac arrest requiring resuscitation and death. Based on the available information, the annular rupture is not likely to have been caused by the valve. The image review indicates that the pre-implant balloon aortic valvuloplasty (bav) was unstable, a balloon rupture can be seen and that a dissection can be seen following the bav and prior to valve implant. It is assessed that the annular rupture was most likely caused by the pre-implant bav. No further action is required. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images and media files were provided for review of the event description above. The preliminary aortic root angiogram performed did not show evidence of a dissection. A pre balloon aortic valvuloplasty was performed in which the balloon was not stable across the annulus and appear to have ruptured towards the end of the inflation. The possible ruptured balloon cannot be confirmed on the image in this report; however, the media file suggests a possible balloon did occur. Evidence of an aortic root dissection is visible in images. The evidence suggests the dissection occurred after the pre dilatation of the aortic valve. Cardiovascular injuries such as rupture are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The cause of rupture was not reported but it was reported that the valve functioned appropriately and it was believed to potentially be an anatomy issue. Per the image review, a pre balloon aortic valvuloplasty was performed in which the balloon was not stable across the annulus and appear to have ruptured towards the end of the inflation. Bleeding is a known potential adverse effect per the device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion or provision of packed red blood cells (prbcs). Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the valve did not contribute to the death. Per the medical safety assessment, the annular rupture which contributed to the death, was most likely caused by the pre-implant bav. However, with the limited information available, a conclusive root cause could not be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.